Manufacturer narrative:
The technician replaced all four casters and installed a brake/steer upgrade kit to repair the stretcher.

Event description:
Info received indicates the casters continue to roll and swivel when in the brake position.